Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. There was no further information was able to be obtained. With no additional, related information provided, the reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system locked up. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.